Event description:
It was reported that during a tcar procedure, a dissection with extravasation was noted in the distal internal carotid artery, after advancing the 0.014" guidewire. The user elected to close the arteriotomy and transport the patient to neurointerventional radiology (nir), where a transfemoral carotid artery stenting (tf-cas) was performed. No further complications were reported.